Event description:
I am writing to report issues with the abbott libre 3+ continuous glucose monitor. (B)(6) 2025 was when I started keeping detailed records, however issues did start before that. To abbott's credit, they did provide replacements for me without issue when I spoke with them on (B)(6) 2025. However, I reached out to them again on (B)(6) 2026 via their chat portal to report additional faulty sensors. Per the person I was chatting with I would receive a phone call. My phone never rang, though I did receive a voice mail soon after the online chat ended. Unfortunately, after several attempts trying to call back, I was never able to get through. The voicemail also said that they would try back, but I never did receive any follow up calls. That case number was case #(B)(4). Since (B)(6) 2025, I have used nine different libre 3+ cgm sensors. Of those nine, only three have worked as expected, providing consistent readings within 20% of a finger prick reading the majority of the time. The other six have had major discrepancies, with variances as high as nearly 87% at times. I am aware that there are things that can affect cgm readings such as compression, time lag, etc., however at this point, I have more than 250 data points after (B)(6) 2025 (and many more prior to that date) that show the consistent and major discrepancies between cgm and finger prick readings. I am also aware that abbott had issued a recall a few months ago for faulty sensors. I have checked each one of my sensors, and not one has been on the recall list. I have plenty of data, however, that suggests the majority of sensors I have received after I started keeping detail records which include the serial numbers of the used sensors (actually, even prior to that - as of (B)(6) 2025) have been faulty and unreliable. I have also graphed out the comparable numbers and will say that at least the overall trendlines are similar (spikes tend to match spikes, and lows tend to match lows) for the most part, so I can at least still somewhat learn and review what is causing any spikes or lows, however I also know that there has been serious injuries and deaths because of the quality of this product in recent months. I am lucky because my diabetic condition is fairly well controlled, however, abbott does need to be held accountable for the deficiencies in this product. I have been an abbott libre user for several years, and this is the first time I have ever noticed these types of issues with the libre line. Unfortunately, it seems that I am getting more faulty products than not and abbott either doesn't know or has done little to fix their quality control over the last few months. (B)(6) 2025 test - cgm sn (B)(6); (B)(6) 2025 test - cgm sn (B)(6); (B)(6) 2026, test - cgm sn (B)(6); (B)(6) 2026 test - cgm sn (B)(6); (B)(6) 2026 test - cgm. Sn (B)(6); (B)(6) 2026 test - cgm sn (B)(6); (B)(6) 2026 tests - cgm sn (B)(6). Pt code: 4582. Device code: 1535. Referencing reports: mw5184752, mw5184753, mw5184754, mw5184755, and mw5184756.